Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a detached sensor wire when applying sensor. Patient stated that they saw the needle exposed and at the time the entire sensor wire fell out into her hand all in one piece. The patient forgot to pull up on the collar prior to removal. Patient reported feeling really good at the time of the call.